Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none" after receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There is one similar complaint against the same lot number. Similar complaint from the same hospital. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hi-line xs craniotome handpiece. According to the complaint description the cutter did not fit. The patient received a surgery for a intracranial mass removal. During surgery the cutter did not fit into the craniotome handpiece. The bearing of the device dislocated. The device was replaced and surgery was continued. This event prolonged the surgery for a couple of minutes. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).